Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc confirmed the subject device and found that the reported phenomenon was duplicated. After omsc replaced the circuit board inside the video connector of the subject device with another circuit board inside the video connector, there was no abnormality of the subject device. The exact cause was unknown. Omsc surmised that the reported phenomenon was occurred since the circuit board inside the video connector of the subject device was broken due to the following causes. - the electronic components of the circuit board were broken by aging degradation or static electricity. - the video connector of the device was connected or disconnected while the video system center was turned on and it caused overcurrent.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the procedure with the subject device, the endoscopic image of the subject device disappeared. Other detailed information was not provided. There was no report of patient injury associated with the event.